Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 4.4 inr, donor #2 inr: 2.4 inr. Donor #1 hct: 38%, donor #2 hct: 32%. Donor #1: master lot: 4.4 inr, donor #1: customer's strips and meter: 4.4 inr. Donor #2: master lot: 2.4 inr, donor #2: customer's strips and meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause was not identified for this event. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
Based on a review of the meter memory, there is no result of 7.0 inr at 11:58 a.m. On (B)(6) 2017. The result of 4.5 inr is listed with a time of 10:49 a.m. On (B)(6) 2017 and the result of 5.9 inr is listed with a time of 10:51 a.m. On (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
A nurse complained of erroneous inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4). The patient was tested initially on the meter at 11:58 a.m. And the result was 7.0 inr. The patient was tested again with a new finger at 12:00 p.m. And the result was 4.5 inr. The patient was tested a 3rd time at 12:03 p.m. Using the same finger that was used for the 4.5 inr result and the result was 5.9 inr. The nurse obtained a different coaguchek xs meter from a different home health agency and tested the patient at 3:00 p.m. And the result was 4.5 inr. No laboratory tests were performed. The nurse thinks the results of 4.5 inr were correct and that the result of 7.0 inr was incorrect. The nurse withheld the patient¿s coumadin based on the results of 4.5 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The patient is currently in stable condition. The patient has no hct issues and does not have antiphospholipid antibodies. The patient has not had any diet changes and no new illnesses. The patient has some bruising; however, no treatment was necessary. The meter and test strips were requested for investigation. Relevant retention test strips (lot 124158-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.